Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755-s lot# serial# (B)(6) product type recharger g2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that although one week had passed, the charge level of the stimulator remained at 80% and had not decreased. It was confirmed that approximately once a week the stimulator battery level had decreased to around 30%, at which point it was charged and the charging was stopped when it reached 80%. On the therapy screen, stimulation was confirmed to be on, group c, intensity 1.9, controller battery level 100%, and stimulator battery level 80%. Switching the therapy on and off and attempting a reset by removing the battery pack were tried, but no change was observed. It was also reported that the recharger had been placed in a very good position and charging had been attempted for 2 hours the previous day; however, the level did not increase from 80%. Therefore, it was explained that it would be difficult to resolve the issue through guidance from the call center, and that the matter would be forwarded to the responsible representative. It was noted the issue was not resolved at the time of the report. Additional information was received from a manufacturer representative (rep). The cause of the ins not decreasing from 80%, and not charging above 80% was unknown. An outpatient visit with the physician was recommended.